Manufacturer narrative:
Complaint conclusion: as reported, a 6f/7f mynx control vascular closure device (vcd) was successfully used to close at the groin, no hematoma was ever visualized or present on the patient. The patient began to develop a significant drop in blood pressure and was taken to the ER to initiate protocol for a possible complication associated to closure. A cat scan revealed a normal access point stick at the common femoral. The patient was seen and treated for a retroperitoneal bleed (rpb) and later expired in the hospital from an alleged rpb. The device was discarded. The deployer was certified on using the mynx device. The device was used in the femoral artery. There were not any anomalies noted to the mynx control device. The device was not returned for analysis. A product history record (phr) review could not be conducted as a lot number was not provided. Retroperitoneal hemorrhage (or retroperitoneal hematoma) refers to an accumulation of blood found in the retroperitoneal space. This most often occurs due to a back-wall or high stick, but may be worsened with anticoagulant therapy. There are several risk factors associated with bleeding complications, such as advanced age, high or low bmi, comorbidities, vessels that are small in size, vessels scarred from previous surgeries, and vessels with presence of calcium/pad that may cause the patient to be at a higher risk. Additionally, procedural-related factors include procedure type (interventional), puncture site (high sticks, low sticks, back-wall sticks, side sticks and multiple sticks), anticoagulation therapy, gpiib/iiia therapy, and antithrombotic therapy. Standard practice following hospital protocol calls for close observation, assessment and management of patients during recovery after percutaneous procedures. Continuous care and observation of the patient¿s healing process of the puncture site is of outmost importance for early identification of bleeding before it results in retroperitoneal hemorrhage, vascular pseudoaneurysm, or large hemorrhage requiring blood transfusion and/or surgical treatment. Treatment includes pressure applied at the site, ultrasound diagnostics, blood transfusion and surgical repair. Based on the limited information available for review, patient and procedural factors may have contributed to the retroperitoneal bleed reported. According to the safety information in the instructions for use, which is not intended as a mitigation ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ it is also warned, ¿do not use mynx control vcd if the puncture is through the posterior wall or if there are multiple punctures, as such punctures may result in a retroperitoneal hematoma/bleed. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Neither the phr review of the mynx control, nor the. Without a lot number to conduct a phr review, it is not possible to determine if the reported failure could be related to the manufacturing process of the sheath. However, the information available does not suggest a design or manufacturing-related cause for the retroperitoneal event reported. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, a 6f/7f mynx control vascular closure device (vcd) was successfully used to close at the groin, no hematoma was ever visualized or present on the patient. The patient began to develop a significant drop in blood pressure and was taken to the ER to initiate protocol for a possible complication associated to closure. A cat scan revealed a normal access point stick at the common femoral. The patient was seen and treated for a retro peritoneal bleed (rpb) and later expired in the hospital from an alleged rpb. The device was discarded. The deployer was certified on using the mynx device. The device was used in the femoral artery. There were not any anomalies noted to the mynx control device.